Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery, causing the customer to experience an elevated blood glucose (bg) level (over 500 mg/dl). The customer declined to provide further information regarding bg treatment. Reportedly, the customer continued to use the pump for insulin therapy.